Event description:
It was reported, an angio-seal vip was deployed following a pre-deployment femoral angiogram. The femoral puncture was reported to have been straight forward and arterial access was gained without difficulty. Hemostasis was achieved following the angio-seal deployment and the patient was discharged. The patient presented to the cardiology department a few days later, upon examination, the patient was found to have a pseudoaneurysm at the puncture site. An ultrasound exam confirmed this, and manual pressure was applied. Ultrasound guided compression was unsuccessful. The patient received a thrombin injection (dose unknown) to resolve the aneurysm.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history review was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the pseudoaneurysm could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.